Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("excruciating pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe cramping, abdominal pains"), vaginal infection ("vaginal discharge, infections and pain"), vaginal discharge ("vaginal discharge, infections and pain") and vulvovaginal pain ("vaginal discharge, infections and pain"). The patient was treated with surgery (in (B)(6) 2015 was forced to undergo a surgery to remove the essure coils). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal infection, vaginal discharge and vulvovaginal pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, abdominal pain, vaginal infection, vaginal discharge and vulvovaginal pain to be related to essure. Reporter's comment: plaintiff began experiencing the events sometime after the essure implantation procedure. Company causality comment: this non-medically confirmed spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain ("excruciating pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") amongst other non-serious events. Approximately six years after insertion essure was removed. Pelvic pain and genital haemorrhage are assessed as serious due to their medical significance and they are anticipated according to essure's reference safety information. After essure insertion, abnormal genital bleeding and menses pattern changes as well as abdominal, pelvic and uncharacterized pain may occur. Considering the compatible temporal relationship and the events' nature, causality of pelvic pain and genital haemorrhage with essure cannot be excluded (related). This case was regarded as incident since device removal was required (intervention required). A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("excruciating pelvic pain / severe pain"), uterine perforation ("perforation (uterus)"), device expulsion ("migration of essure device (location uterus"), abortion spontaneous ("pregnancy (miscarriage)") and pregnancy with contraceptive device ("pregnancy") in a 24-year-old female patient (gravida 4, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy" in 2013. The patient's past medical history included delivery in 2001, delivery in 2003, delivery on (B)(6) 2009, hernia, multi gravida and parity 3. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("heavy abnormal bleeding/ abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced feeling abnormal ("hormonal changes"). In (B)(6) 2010, the patient experienced urinary tract infection ("infection (urinary tract)"). In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and complication of device insertion ("no coil was inserted in left tube"). In (B)(6) 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("severe cramping, abdominal pains"), vaginal infection ("vaginal discharge, infections and pain") with vaginal discharge, vulvovaginal pain ("vaginal discharge, infections and pain/severe vaginal pain daily") and abdominal pain lower ("lower stomach pain (constant and severe)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with antibiotics, surgery (surgery to remove the essure coils) essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, uterine perforation, device expulsion, abortion spontaneous, pregnancy with contraceptive device, menorrhagia, vaginal haemorrhage, abdominal pain, vaginal infection, vulvovaginal pain, feeling abnormal, urinary tract infection, dyspareunia, abdominal pain lower and complication of device insertion outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, complication of device insertion, device expulsion, dyspareunia, feeling abnormal, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: plaintiff began experiencing the events sometime after the essure implantation procedure. A second episode of pregnancy (with complications) under essure was reported and captured under case (B)(4). Tubal ligation was performed on unspecified date. Diagnostic results: in (B)(6) 2009 hysterosalpingogram (hsg) result: unilateral occlusion (right tube occluded). No coil was inserted in left. (B)(6) 2013 physician visit, blood test performed: pregnancy identified. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet information received. The plaintiff experienced hormonal changes, pregnancy (stillbirth or miscarriage), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract, migration of essure device location of device: uterus, dyspareunia (painful sexual intercourse), tubal ligation, pain, perforation (uterus). She also experienced severe lower stomach pain and pelvic/vaginal pain. Pregnancy history included deliveries on (B)(6) 2001, (B)(6) 2003 and (B)(6) 2009. In (B)(6) 2009 hysterosalpingogram (hsg) result was: unilateral occlusion (right tube occluded) other (please describe) no coil was inserted in left tube. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("excruciating pelvic pain / severe pain"), uterine perforation ("perforation (uterus)"), device expulsion ("migration of essure device (location uterus"), abortion spontaneous ("pregnancy (miscarriage)") and pregnancy with contraceptive device ("pregnancy") in a 24-year-old female patient (gravida 4, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy" in 2013. The patient's past medical history included delivery in 2001, delivery in 2003, delivery on (B)(6) 2009, hernia repair, multi gravida and parity 3. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("heavy abnormal bleeding/ abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced hormone level abnormal ("hormonal changes"). In (B)(6) 2010, the patient experienced urinary tract infection ("infection (urinary tract)"). In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and complication of device insertion ("no coil was inserted in left tube"). In (B)(6) 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("severe cramping, abdominal pains"), vaginal infection ("vaginal discharge, infections and pain") with vaginal discharge, vulvovaginal pain ("vaginal discharge, infections and pain/severe vaginal pain daily") and abdominal pain lower ("lower stomach pain (constant and severe)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with antibiotics, surgery (surgery to remove the essure coils), surgery (surgery to remove the essure coils) and surgery (surgery to remove the essure coils). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, uterine perforation, device expulsion, abortion spontaneous, pregnancy with contraceptive device, menorrhagia, vaginal haemorrhage, abdominal pain, vaginal infection, vulvovaginal pain, hormone level abnormal, urinary tract infection, dyspareunia, abdominal pain lower and complication of device insertion outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, complication of device insertion, device expulsion, dyspareunia, hormone level abnormal, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: plaintiff began experiencing the events sometime after the essure implantation procedure. A second episode of pregnancy (with complications) under essure was reported and captured under case (B)(4). Tubal ligation was performed on unspecified date. Diagnostic results: in (B)(6) 2009 hysterosalpingogram (hsg) result: unilateral occlusion (right tube occluded). No coil was inserted in left. (B)(6) 2013 physician visit, blood test performed: pregnancy identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("excruciating pelvic pain / severe pain/ pain"), uterine perforation ("perforation (uterus)"), device breakage ("piece of coiled metal wire"), device expulsion ("migration of essure device (location uterus"), abortion spontaneous ("pregnancy (miscarriage)") and pregnancy with contraceptive device ("pregnancy") in a 24-year-old female patient who had essure (batch no. 628434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy" in 2013. The patient's medical history included delivery in 2001, delivery in 2003, delivery on (B)(6) 2009, hernia repair, multi gravida, parity 3, premature delivery, miscarriage, urinary urgency on (B)(6) 2013, urinary frequency on (B)(6) 2013, edema on (B)(6) 2013, pregnancy induced hypertension on (B)(6) 2013, uterine bleeding on (B)(6) 2018, ovarian cyst, abdominal pain lower on (B)(6) 2018, hemorrhagic anemia on (B)(6) 2018, anxiety on (B)(6) 2018 and deep venous thrombosis prophylaxis on (B)(6) 2018. (B)(6) 2013 physician visit, blood test performed: pregnancy identified. Concurrent conditions included smoker. Concomitant products included alprazolam (xanax) since (B)(6) 2018. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("heavy abnormal bleeding/ abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("vaginal discharge, infections and pain") with vaginal discharge, hypertension ("blood or heart disorder/condition type: high blood pressure") and pre-eclampsia ("blood or heart disorder/condition type: at risk pre-eclampsia"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2010, the patient experienced urinary tract infection ("infection (urinary tract)"). In 2013, the patient experienced complication of device insertion ("no coil was inserted in left tube"). In (B)(6) 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("severe cramping, abdominal pains"), vulvovaginal pain ("vaginal discharge, infections and pain/severe vaginal pain daily") and abdominal pain lower ("lower stomach pain (constant and severe)"). The patient was treated with antibiotics and surgery (hysterectomy with unilateral salpingo-oopherectomy and hernia surgery, (hysterectomy with unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine perforation, device breakage, device expulsion, abortion spontaneous, pregnancy with contraceptive device, menorrhagia, vaginal haemorrhage, abdominal pain, vaginal infection, vulvovaginal pain, hormone level abnormal, urinary tract infection, dyspareunia, abdominal pain lower, complication of device insertion, hypertension and pre-eclampsia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, complication of device insertion, device breakage, device expulsion, dyspareunia, hormone level abnormal, hypertension, menorrhagia, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: plaintiff began experiencing the events sometime after the essure implantation procedure. A second episode of pregnancy (with complications) under essure was reported and captured under case (B)(4). Tubal ligation was performed on unspecified date. The essure coil was inserted into the right ostia. Coils were noted up to 5 at the ostia following insertion. (Per mr) on (B)(6) 2018: excision performed during a hernia surgery once uterine perforation of the micro-insert was discovered). Device removal details : total abdominal hysterectomy, right salpino-oophorectomy and left ovarian cystectomy diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on an unknown date: positive. Hysterosalpingogram - in (B)(6) 2009: results: unilateral occlusion (right tube occluded). No coil was inserted in left. That the left fallopian tube didn't have a coil placed. Ultrasound pelvis - on an unknown date: vaginal bleeding and positive pregnancy test.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, vaginal bleeding , uterine perforation, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2019: new mr received- piece of coiled metal wire was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("excruciating pelvic pain / severe pain/ pain"), uterine perforation ("perforation (uterus)"), device expulsion ("migration of essure device (location uterus"), abortion spontaneous ("pregnancy (miscarriage)") and pregnancy with contraceptive device ("pregnancy") in a 24-year-old female patient who had essure (batch no. 628434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy" in 2013. The patient's medical history included delivery in 2001, delivery in 2003, delivery on 2-feb-2009, hernia repair, multi gravida, parity 3, premature delivery and miscarriage. Sep-2013 physician visit, blood test performed: pregnancy identified. Concurrent conditions included smoker. In april 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal discharge, infections and pain") with vaginal discharge, hypertension ("blood or heart disorder/condition type: high blood pressure") and pre-eclampsia ("blood or heart disorder/condition type: at risk pre-eclampsia"). On (B)(6) 2009, the patient had essure inserted. In september 2009, the patient experienced menorrhagia ("heavy abnormal bleeding/ abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (vaginal, menorrhagia)"). In october 2009, the patient was found to have hormone level abnormal ("hormonal changes"). In january 2010, the patient experienced urinary tract infection ("infection (urinary tract)"). In 2013, the patient experienced complication of device insertion ("no coil was inserted in left tube"). In october 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). In november 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In february 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("severe cramping, abdominal pains"), vulvovaginal pain ("vaginal discharge, infections and pain/severe vaginal pain daily") and abdominal pain lower ("lower stomach pain (constant and severe)"). The patient was treated with antibiotics and surgery (jun2015 excision performed during a hernia surgery once uterine perforation of the microinsert). Essure was removed in june 2015. At the time of the report, the pelvic pain, uterine perforation, device expulsion, abortion spontaneous, pregnancy with contraceptive device, menorrhagia, vaginal haemorrhage, abdominal pain, vaginal infection, vulvovaginal pain, hormone level abnormal, urinary tract infection, dyspareunia, abdominal pain lower, complication of device insertion, hypertension and pre-eclampsia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, complication of device insertion, device expulsion, dyspareunia, hormone level abnormal, hypertension, menorrhagia, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: plaintiff began experiencing the events sometime after the essure implantation procedure. A second episode of pregnancy (with complications) under essure was reported and captured under case 2018-074163. Tubal ligation was performed on unspecified date. The essure coil was inserted into the right ostia. Coils were noted up to 5 at the ostia following insertion. (Per mr) diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on an unknown date: positive. Hysterosalpingogram - in june 2009: results: unilateral occlusion (right tube occluded). No coil was inserted in left. That the left fallopian tube didn't have a coil placed.. Ultrasound pelvis - on an unknown date: vaginal bleeding and positive pregnancy test.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-sep-2018: pfs received event " blood or heart disorder/condition type: high blood pressure; at risk pre-eclampsia" were added. Medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("excruciating pelvic pain / severe pain"), uterine perforation ("perforation (uterus)"), device expulsion ("migration of essure device (location uterus"), abortion spontaneous ("pregnancy (miscarriage)") and pregnancy with contraceptive device ("pregnancy") in a 24-year-old female patient (gravida 4, para 3) who had essure (batch no. 628434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy" in 2013. The patient's past medical history included delivery in 2001, delivery in 2003, delivery on (B)(6) 2009, hernia repair, multi gravida and parity 3. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("heavy abnormal bleeding/ abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced hormone level abnormal ("hormonal changes"). In (B)(6) 2010, the patient experienced urinary tract infection ("infection (urinary tract)"). In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and complication of device insertion ("no coil was inserted in left tube"). In (B)(6) 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("severe cramping, abdominal pains"), vaginal infection ("vaginal discharge, infections and pain") with vaginal discharge, vulvovaginal pain ("vaginal discharge, infections and pain/severe vaginal pain daily") and abdominal pain lower ("lower stomach pain (constant and severe)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with antibiotics, surgery (surgery to remove the essure coils), surgery (surgery to remove the essure coils) and surgery (surgery to remove the essure coils). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, uterine perforation, device expulsion, abortion spontaneous, pregnancy with contraceptive device, menorrhagia, vaginal haemorrhage, abdominal pain, vaginal infection, vulvovaginal pain, hormone level abnormal, urinary tract infection, dyspareunia, abdominal pain lower and complication of device insertion outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, complication of device insertion, device expulsion, dyspareunia, hormone level abnormal, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: plaintiff began experiencing the events sometime after the essure implantation procedure. A second episode of pregnancy (with complications) under essure was reported and captured under case (B)(4). Tubal ligation was performed on unspecified date. Diagnostic results: in (B)(6) 2009 hysterosalpingogram (hsg) result: unilateral occlusion (right tube occluded). No coil was inserted in left. (B)(6) 2013 physician visit, blood test performed: pregnancy identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-mar-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain ("excruciating pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") amongst other non-serious events. Approximately six years after insertion essure was removed. Pelvic pain and genital haemorrhage are assessed as serious due to their medical significance and they are anticipated according to essure's reference safety information. After essure insertion, abnormal genital bleeding and menses pattern changes as well as abdominal, pelvic and uncharacterized pain may occur. Considering the compatible temporal relationship and the events' nature, causality of pelvic pain and genital haemorrhage with essure cannot be excluded (related). This case was regarded as incident since device removal was required (intervention required). The product quality analysis concluded that as a defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.